Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectum resection on an open low anterior resection, the device did not fire. The surgeon used another reload to complete the case. There was no patient injury.